Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the battery compartment was cracked from the threads to the bumper pad. Moisture damage was found inside the battery compartment. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no power issues or alarms occurring. A battery compartment leak was found during leak testing. The pump was opened and moisture damage found on the printed circuit board.